Event description:
It was reported that pump declared a cartridge change error. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered correction insulin injection by pen and did not require help from another healthcare provider, but there was no additional information regarding any further impact to the customer¿s blood glucose level. Technical support guided caller to remove cartridge, inspect and confirm undamaged o-ring, remove extra o-ring from pump connection area, clean connection area, reattach cartridge securely, and complete on-screen loading steps, after which caller successfully loaded cartridge and resumed insulin delivery.